Event description:
It was reported that on (B)(6) 2000, the pt had an unk multi-link stent implanted in an unk coronary vessel. For the past ten years or so, the pt has had intermittent itching and swelling of his tongue and recent red, raised areas on the upper torso. The pt cannot recall if these symptoms began after the multi-link was implanted. Despite several medical treatments for his symptoms, his condition persists and a cause for his symptoms cannot be identified. There was no additional info provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. A conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture or design.